Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The smart pass feature had programmed itself off due to the low amplitudes. The sensing vector was set to the primary vector. Also, the high energy shock impedance was 159 ohms, which is high but within normal limits. Technical services discussed reviewed the electrograms. The clinic has now reprogrammed the sensing vector to the secondary vector. There were no additional adverse patient effects. The system remains implanted.